Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer accidentally fell on the pump and the pump touch screen was cracked and unresponsive. Reportedly, the pump was no longer functional. The customer's blood glucose level was 175 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.